Event description:
Two units were forwarded to the MFR, alaris med sys, for eval. Visual inspection revealed the inner silicone membrane had ruptured on both units and was pressing against the housing preventing any flow to the tubing. The exact cause of the rupture is not known, however contributing factors are the temperature of the fluid in the device, direct sunlight, or a hot environment. The warmer the fluid or the longer the unit sits in a hot environment, the greater the potential for a ruptured membrane.